Manufacturer narrative:
Examination of the returned unused unopened device cd801 found that the white pad did detach. Received (B)(4) of the cd801 5mm laparoscopic kittner, blunt dissector in unopened original packaging. Sampled (B)(4) devices per wi-qa-10-47 and aql of 1.0 and visually inspected to find that (B)(4) devices out of (B)(4) had the white pads detach. Root cause cannot be determined, however, based upon evaluation of the device, the results of the manufacturing review process, and photos; a possible cause of this event could be transportation conditions. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length, was being opened for an unknown procedure on (B)(6) 2024 when it was reported, ¿when opening the device, the white pad detaches.¿. There was no report of patient involvement; therefore, there was no injury, medical intervention, or hospitalization to be reported. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length, was being opened for an unknown procedure on (B)(6) 2024 when it was reported, ¿ when opening the device, the white pad detaches.¿. There was no report of patient involvement; therefore, there was no injury, medical intervention, or hospitalization to be reported. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.